Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, thin leaflets, calcification, and a suboptimal transseptal puncture. A mitraclip ntr was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached the anterior leaflet (single leaflet device attachment/slda), and tissue injury was observed. A decision was made to discontinue the procedure. The steerable guide catheter (sgc) was removed, and the procedure was discontinued. However, while removing the sgc from the femoral vein, it was observed that the sgc tip was bent. It was noted that the sgc had bent when entering the femoral vein. No additional clips were implanted, and the mr remained at a grade of 4+. The patient was then transferred to mitral valve replacement surgery. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to patient morphology/pathology. The reported tissue injury and unchanged mitral valve insufficiency/ regurgitation (mr) appear to be a cascading effect of the reported slda. Tissue injury and mr are known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.